Event description:
During a stage surgical procedure,they could not insert extension into header block. It was noted that they were on their second neurostimulator (ins) as they were unable to insert the lead into the first ins. It was note that the lead was lubricated and they are edging it in and still not having any success going pass halfway into connector block. The manufacture representative stated that the lead had a possible bend between 2 and 3 contact that they had tried to realign with no success. It was noted that after a closer look at the lead they would not go in all of the way, the health care provider (hcp) noticed a small bend in the lead between contacts 2 <(>&<)> 3. The determined there was enough of a kink in the lead and that was the problem. She removed the lead and put in another successfully. The new lead got into the ins above and the patient felt great coverage post-operative at .4 volts. That patient had told hcp that she had accidentally pulled on her lead extension in her sleep over the weekend and the lead was frayed and she stopped feeling stimulation after that. She stopped feeling stimulation 2 days prior to the call in the morning. The hcp thought the proximal end of the lead that was bent happened at the same time the extension was frayed. No new information was reported with the follow up. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3093-28, lot# unknown, product type: lead; product ID 3093-28, lot# va0kmyd, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.